Event description:
The facility reported multiple incidents in which the male luer adapter would not stay connected to the stopcock. The problem was noted upon removing the set from the package. No pt injury or medical intervention reported. No add'l info available.